Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The outer head (46/26) of a bipolar hemi hip disengaged from the inner head (26/+0). The surgeon is confident that she did not impact the outer head onto the inner head with enough force during the first surgery due to patient's poor bone quality. Surgeon does not believe it is a product issue, however a per is still required.

Manufacturer narrative:
An event regarding user error involving an damage uhr bipolar was reported. The event was not confirmed. Method & results: device evaluation and results: the returned device images show damages on the surface. Examination of the returned device with material analysis engineer noted explantation damage. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Rejected as no op report, no x-rays, no clinical or past history, no patient demographics, only one x-ray and photo image of disengaged bipolar. Need primary & revision op reports and patient demographics. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined on the basis of material analysis report. Examination of the returned device with material analysis engineer noted explantation damage. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Rejected as no op report, no x-rays, no clinical or past history, no patient demographics, only one x-ray and photo image of disengaged bipolar. Need primary & revision op reports and patient demographics. If additional information becomes available, this investigation will be reopened.

Event description:
The outer head (46/26) of a bipolar hemi hip disengaged from the inner head (26/+0). The surgeon is confident that she did not impact the outer head onto the inner head with enough force during the first surgery due to patient's poor bone quality. Surgeon does not believe it is a product issue, however a per is still required.